Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation device overheating/dryness. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed internal damage in pcba due white led does not turn on. The customer complaint was not reproduced. There was 1 error has been identified. The device was scrapped.